Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash under the lifevest, predominately on the patient's back. The rash was described as big red bumps that resembled hives. The patient was told to remove the lifevest and stop taking one of his medication to rule out possible allergic reaction. The patient put the lifevest back on shortly after and was advised by his doctor to use take (B)(6) cream on the affected area. The irritation has improved after using (B)(6).